Manufacturer narrative:
On (B)(6) 2020, fr8a-spr-b0, s/n (B)(4) stimulator fractured during the anchoring of the second stimulator using the sandshark anchoring system. Implanting clinician struggled to place the sand shark between the fascia and epidural space after achieving paresthesia. Once the sandshark anchoring system was deployed the stimulator was found to be severed at the electrodes. A new stimulator was implanted successfully in place of the fractured stimulator the implanting clinician did not attempt remove the fractured stimulator ((B)(4)). On june 26, 2020, the cr reported that the patient has not activated the stimulator to receive therapy at this time. Cr has been requested to contact patient and activate the spinal cord stimulators. The patient was warned about potential complications (from fractured stimulators) by the implanting clinician. No further issues have been reported.

Event description:
Stimwave quality has investigated the details for a reported fractured stimulator submitted to the stimwave complaint system on june 8, 2020, by clinical representatives (cr), in the israel. Cr became aware of this issue june 3, 2020.